Event description:
Patient presented with left intertrochanteric femur fracture for a tfn procedure. The surgeon met resistance with the implanted nail while drilling through the distal screw hole of the nail. The surgeon noted intraoperatively that the distal hole of the suspect nail was not completely bored through. Subsequently, the drill bit used did not penetrate and evidence of titanium nail fragments were noted on the drill bit. The replacement drill bit completed drilling through the distal hole. This is 2 of 2 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.